Event description:
Boston scientific received information stating: pt come for a normale visit, we found the atrial lead displace. Pt meet for operation d.15/6-11. Corrective action: new/revised lead pt got a new atriel lead because of displace. Under a normale operation. After the atrial sens was a litte 1bit low. But okay. (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).